Event description:
The explanted device was later returned for a post market evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header and case noted no anomalies; however, engineers confirmed via high power inspection, a hole in the atrial ring and ventricle tip, seal plugs. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Engineers were unable to confirm the reported clinical observations, as the device functioned normally during returned product testing.

Event description:
Boston scientific received information that this pacemaker had pacing inhibition and external pacing was applied to the patient. A device interrogation was performed and there were no significant changes noted. Pacing threshold and impedance measurements were within acceptable parameters. They performed isometrics with the patient to check for loose connections and no issues were found and pacing inhibition was not reproducible. The decision was made to replace this device and non boston scientific lead at a later date. Boston scientific technical services was contacted to review this patient's data. Ts provided information about device programming for safety margins and information about troubleshooting this issue. No additional adverse patient effects were reported. Additional information was received that a revision procedure was performed and this pacemaker was explanted. The associated non boston scientific leads were capped. The patient's condition became worse so the procedure was ended. A new device was implanted two days later and connected to a non boston scientific lead. Measurements were acceptable with this new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device will be analyzed and this investigation will be updated.